Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device shut off while on battery power. There was no patient involvement.

Manufacturer narrative:
.The device was evaluated by the customer with assistance from the philips response center